Manufacturer narrative:
Per the instructions for use (IFU), valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the exact cause of the event cannot be determined, investigation results suggest/indicate in addition to the procedure itself, patient factors (mild valvular calcification) may have contributed to the valve embolization/migration into the left ventricle and subsequent placement of a 26mm sapien 3 valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), ¿some time¿ after the successful implant of a 23mm sapien 3 valve in the aortic position via the transfemoral approach, echo showed the valve "emobilzed"/migrated into the left ventricle and was ¿locked¿ in the lvot due to the patient¿s septal hypertrophy. The patient reported no symptoms. A snare/lasso, introduced via the percutaneous approach, was used to catch the valve. The valve was pulled up to the lower part of the annulus. A 26mm sapien 3 valve was then deployed in both the native annulus and the initial sapien 3 valve. The final position was correct. No significant leak was observed. At the time of this report, the patient was doing well. Both valves remain implanted in the patient. The reason for the valve embolization/migration was not provided. The native annular valve area measured 400mm2. Mild valvular calcification was reported.

Event description:
Additional information received indicated the postoperative echo that indicated the sapien 3 valve had migrated in to the left ventricle was performed on postoperative day (pod) 1.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Procedural cine imagery review was performed by an edwards physician/proctor. No images with sequence of the initial valve alignment or deployment was available. Valve migration into the lvot was noted. Repositioning with a lasso technique was performed and a second sapien 3 valve was advanced. The initial sapien 3 valve position was corrected prior to the valve in valve deployment. The valve in valve implantation was performed with good results. Impressions: valve migration into the lvot was probably due to undersized initial valve (23mm sapien 3). Repositioning with the lasso technique towards the av annulus. Valve in valve implantation using a larger sapien 3 valve (26mm) with satisfying results.